Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which presented as atrial tachycardia (at)/atrial fibrillation (af) because atrial events appeared to fall in the blanking/refractory period. The lead remains in use. No patient complications have been reported as a result of this event.